Event description:
It was reported that the may 2013, the patient had not ¿felt well¿ recently and had their implantable neurostimulator (ins) checked at the hospital. An x-ray was taken which showed that the extension component was broken. A revision was to be scheduled as the patient¿s physician was abroad. The patient was reported as stable. Follow up information received on june 18, 2013 reported that the revision had not been performed as of yet. The patient was reported as stable and got ¿the positive treatment¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).